Manufacturer narrative:
Correction to b5 and h6: updated to include additional information. Device not returned for evaluation.

Event description:
It was reported that the patient experienced a replacement of an ams inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported in relation to this event. It was further reported that the reason for this surgery was due to the cylinder not inflating. It was also discovered during this surgery that there was a tubal defect. The patient outcome following this surgery was favorable.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced a replacement of an ams inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported in relation to this event.